Event description:
It was reported that "dr (B)(6) used the head extractor (fork device) to remove the humeral head and bent the instrument."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.